Event description:
Reporter indicated that patient's ncp system was explanted due to staph infection. At post-operative visit in 8/2002, it was reported that the patient's neck incision was healing nicely with no erythema. The left axillary incision along the edge of the pectorails major muscle had some minor breakdown in the lower part of the incision where the patient's bra crosses this area and caused a significant amount of abrasion. The area was cleaned with hydrogen peroxide and triple antibiotic ointment applied followed by a dry dressing to try and pad this area. The patient was instructed to continue to clean the wound with hydrogen peroxide, to place triple antibiotic ointment on it and to put a bulky dressing over the incision to try and protect it from any further abrasion. The patient developed redness and tenderness in the area of the incision of their left neck. The patient reportedly felt a sore throat and had a temperature of 101 degree f. The patient's ncp system was explanted the following day with the following findings: small amount of purulence in the left neck incision; indurated inflamed tissues; large amount of purulent fluid in the generator pocket with no odor (it was a fairly thin cloudy fluid). The infection was located at both the pulse generator/pocket and bipolar lead/cervical sites. The infection was treated with antibiotics and explant of pulse generator and entire lead (including electrodes). Re-implant is not scheduled at this time.